Event description:
It was reported when the patient presented in clinic for routine follow up, ventricular lead noise and automatic mode switching (ams) episodes were observed. It was also noted that the capturing threshold of the lv lead has increased over the last 2 months. All leads electrically stable and the noise could not be reproduced. The patient was stable and will be followed up in 3 months and monitored via remote monitoring.